Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 459 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with the manual injection and injection. Customer does not alleging the insulin pump was under delivering. Customer does not contacted to the health care professional regarding the high blood glucose. Customer also reported that small one air bubble was present along the tubing length. The devices will not be returned for analysis.